Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. The down-arrow button responds to presses easily and also pressed on its own during testing. The down-arrow button was found to be misaligned. There was evidence of keypad adhesive found under the down-arrow key contact.

Event description:
The patient reported that about two months ago, the down button became sensitive that if it is brushed softly, it will activate. It was also reported that the keypad is not damaged and the pump is not exposed to water.